Event description:
Complainant alleged that medics responded to an auto accident. They were preparing to use the unit on a 35 yr old female pt. The unit got wet and when they powered up the unit, the monitor screen was blank. The unit's recorder was functioning and the medics printed strips on the pt's rhythm. There was no adverse effect on the pt.